Event description:
New information received noted that an additional procedure took place for debridement on (B)(6) 2021.

Event description:
Related manufacturer reference number: 2017865-2021-37687. Related manufacturer reference number: 2017865-2021-37689. It was reported that the patient presented in clinic due to an infection. The patient's pocket site was red and swollen. The physician elected to treat the infection with antibiotics and not explant the entire pacemaker (pm) system. The patient was in stable condition.